Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown femoral component; cat# unknown; lot# unknown. Unknown tibial component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to pain. The patient's femoral component, insert, and tibial baseplate were revised with no findings against the explants. The rep might be able to provide the primary usage sheet, and reported that no further information will be released by the hospital or surgeon.